Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01270. This report is being submitted as additional information. Approximate age of device - 2 years, 7 months. Manufacturer's investigation conclusion: a direct correlation between the patient¿s arrhythmia and the device could not be conclusively established through this evaluation. The instructions for use (IFU) lists arrhythmia as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in this IFU. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced recurrent onset of ventricular tachycardia and ventricular fibrillations requiring multiple an implantable cardioverter-defibrillator (ICD) shocks. The log file was submitted. The manufacturer¿s technical services representative reviewed the submitted logs and did not observe any evidence that the ICD shocks interrupted pump support to the patient. Nor did the ICD shocks damage any of the mcs equipment. No other unusual events noted. On (B)(6) 2018, it was reported that the patient was doing well. Etiology of arrhythmias was unknown. The patient was started on anti-arrhythmics. There were no pump problems noted. No further information was provided.